Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the dual lumen PICC. The customer reports "intermittently beeping occlusion, arm board used without success. Dressing change done with no alcohol or sharp objects. Leaking fluid noted at site - PICC undressed and found a hole in the PICC between the butterfly and PICC line."